Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot did identify an increase in complaint activity for lot 71455ud03; however, no related trends were identified regarding commonalities for complaint lot number and issue. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. In-house accuracy testing was completed using a retained kit of complaint lot 71455ud03. All specifications were met indicating that the lot is performing acceptably. Customer field data was used to assess the performance of the alinity I total ss-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ¿-hcg reagent lot 71455ud03was identified.

Event description:
The customer reported a falsely elevated alinity I total b-hcg result on a patient that was questioned by the physician. Results provided: 154.63 miu/ml, sample with hbt = 145.65 miu/ml no impact to patient management was reported.

Event description:
The customer reported a falsely elevated alinity I total b-hcg result on a patient that was questioned by the physician. Results provided: 154.63 miu/ml, sample with hbt = 145.65 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-74 that has a similar product distributed in the us, list number 7p51-21, with 510k/PMA/bla number k170317.